Manufacturer narrative:
Follow-up received on 14-nov-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and within a few months of having the devices implanted, began experiencing pelvic pain and dysfunctional uterine bleeding (heavy bleeding). Three years after placement, she underwent a total hysterectomy with bilateral salpingo-oophorectomy. Since her removal surgery, her symptoms have mostly resolved (positive dechallenge). These events are anticipated according to reference safety information for essure. Abnormal genital bleeding and changes in menstrual pattern bleeding may occur during essure use. Abdominal and pelvic pain may occur, as well. Considering the absence of alternative explanation, implied temporal relationship and positive dechallenge, causal relationship with essure use cannot be excluded. As device removal was required, this case is regarded as incident. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 13-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2013 for birth control. Within a few months of having the essure device implanted, she began experiencing symptoms, which included: pelvic and abdominal pain; rashes and itching; metallic taste in mouth; tooth decay; bloating; weight fluctuation; vaginal discharge; cramping; and heavy bleeding. Over time, plaintiff complained about these symptoms to her primary care physician. In light of the severe pain and dysfunctional uterine bleeding, which was unresponsive to medical therapy, the plaintiff discussed the possibility of having surgery to remove the essure micro-inserts. In (B)(6) 2016, she underwent a total hysterectomy with bilateral salpingo-oophorectomy during which, her uterus, both fallopian tubes, and both ovaries were all removed, which was painful. Due to the symptoms experienced prior, and subsequent, to her removal surgery, she was forced to miss time from work. Since her removal surgery, her symptoms have mostly resolved, yet she continues to have occasional rashes. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and within a few months of having the devices implanted, began experiencing pelvic pain and dysfunctional uterine bleeding (heavy bleeding). Three years after placement, she underwent a total hysterectomy with bilateral salpingo-oophorectomy. Since her removal surgery, her symptoms have mostly resolved (positive dechallenge). These events are anticipated according to reference safety information for essure. Abnormal genital bleeding and changes in menstrual pattern bleeding may occur during essure use. Abdominal and pelvic pain may occur, as well. Considering the absence of alternative explanation, implied temporal relationship and positive dechallenge, causal relationship with essure use cannot be excluded. As device removal was required, this case is regarded as incident. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), pelvic pain ("pelvic pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding / heavy bleeding") and genital haemorrhage ("abnormal bleeding (general)") in a 46-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included ibuprofen (advil), megestrol acetate (megace), paracetamol (tylenol) and paroxetine hydrochloride (paxil). In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), micturition urgency ("constant pressure and feeling of having to urinate"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2014, the patient experienced rash ("rashes") and skin disorder ("rashes or skin conditions (unspecified)"). In (B)(6) 2016, the patient experienced procedural pain ("painful procedure"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pruritus ("itching"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), abdominal distension ("bloating"), weight fluctuation ("weight fluctuation"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("cramping/ pain: lower abdominal pain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, pruritus, dysgeusia, dental caries, abdominal distension, weight fluctuation, vaginal discharge, procedural pain, skin disorder, micturition urgency, nausea, dysmenorrhoea and weight increased outcome was unknown, the dysfunctional uterine bleeding, genital haemorrhage, abdominal pain lower, vaginal haemorrhage and menorrhagia had resolved, the rash had not resolved and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dental caries, dysfunctional uterine bleeding, dysgeusia, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, micturition urgency, nausea, pelvic pain, procedural pain, pruritus, rash, skin disorder, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. In 2013, she underwent essure confirmation test. Current weight 163 lbs. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: the reporter information was updated. This case concerns 46 year old patient. Patient demographic was updated. Her concurrent condition was added. Lab data was added. Concomitant medication was added. Essure indication was amended. Events: device removal, device complications was updated to pain: pelvic, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), unilateral occlusion (left tube occluded)/migration of essure device location of device: uterus and cervix, vaginal infection, dysmenorrhea (cramping) and fatigue. She had recovered form bleeding, abdominal pain and fatigue. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.